Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to a third-party service center for evaluation, with no initial alleged complaint. No death, serious harm, or injury was reported, and no medical intervention was provided. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation. Additionally, the service technician noted dust fail contamination. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803, as it meets the criteria for a serious injury and/or product malfunction.